Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022562 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1022562 , test base part number 190-430 / lot: 1022562. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022562 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result on the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab. Repeat testing was performed and generated a negative result. Pcr confirmation testing was performed on an oropharyngeal swab specimen, date and time not provided and generated negative results. The patient stated they had "self-isolated after the repeating test to be sure ". The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No additional information was provided.